Manufacturer narrative:
Received one 131318a in unoriginal packaging. Lot number was unable to be verified. Performed a visual inspection of the device, the ultra-clean blade has a "melted" appearance to it. Performed a functional analysis using the system 5000, using a chunk of meat we used multiple functions to try and recreate what may have happened. Reference back to the photos that had been taken, the first function that we tried was the spray coag in the fatty tissue, we also tried this function in the marrow and on the bone. We then tried the standard function coag and the pinpoint function coag. Even with a pair of hemostats the blade was not getting to a high enough temperature that it was altering the looks and function of the blade. Using a pair of hemostats, we had then tried the pure blend cut function and we were able to dis-configure the ultra-clean blade by touching the blade to the hemostats. The blade dis-configuration was very similar to what we had received. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 1,424,100 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised the following: safety tips: -use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Inspection: -these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: -cracked, broken or otherwise distorted plastic parts -verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 131318a device "sparked" during a surgical event, date unknown. It was reported that there was no injury to the patient or user. Further assessment information was requested; however, to date, no further information has been obtained from the reporter or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.